Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The customer was instructed to rebuild database commands. No further repair information is available. The system operates as intended.

Event description:
The customer reported that the instatrak 3500 system locked up. No patient injury was reported.